Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours on the arm. Multiple corrections were administered using the pod but the bg levels did not decrease. He had started to have nausea while at home and then went to the emergency room (ER). The patient was treated with intravenous fluids and was asked to give himself more insulin through the pod to lower his bg. They did not change his pod while at the hospital. The cannula appeared bent when the device was removed.